Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: neither battery nor cartridge caps were returned with the pump for investigation; test caps were used for the investigation. On examination, there was moisture inside the battery compartment as well as behind the display lens. Additionally, the battery compartment was found to be cracked on the side and above the bumper pad. A leak test was performed, resulting in moisture ingress at the site of the battery compartment crack. On investigation, audio and vibration features were absent and the display screen remained blank. The pump history and black box data could not be downloaded. The pump was opened for investigation and revealed internal moisture damage. Complete investigation was not possible due to the moisture ingress/damage. Investigation duplicated the complaint.